Event description:
Two invasive group a streptococcus infections in a long-term care facility are linked to arobella qoustic wound therapy system model ar1000. The cdc strep lab confirmed that the isolates are identical, which demonstrates transmission between the patients. The system is used by a contractor wound care service that has an inappropriate policy for reprocessing the device and are not adhering to the IFU (instructions for use). The wound care service is not using single patient use tubing or IV saline bag solution. This is a wound debridement device that contacts open wounds that could be colonized with multiple organisms and blood borne pathogens. The IFU (instructions for use) instructs users to use a low-level or intermediate level disinfectant wipe between patient use, which doesn't adhere to the spaulding classification for device disinfection and sterilization. The wound care consultants are in contact with the manufacturer of the device and instead of adapting a policy that is in line with the manufacturer's IFU (instructions for use), the manufacture is changing the IFU (instructions for use) to match the consultant's policy. This situation has been escalated through illinois department of public health and the cdc (centers for disease control) strep outbreak team and cdc (centers for disease control ) ltcf (long-term care facility) team. The cdc strep lab team advised to enter a medwatch report for this device. This device has been used through multiple long-term care facilities and could be linked to multiple other gas (group a streptococcus) outbreaks. Two group a strep isolates from 1 facility are identical, demonstrating transmission. (B)(6).

Event description:
Additional information is received for a report number mw5163979 on 12/31/2024 to make the manufacturer unknown. Arobella medical, llc., minnetonka, mn 55345 us.